Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and neither implanted nor explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:while locking the blade, the distal portion of the impactor (colored portion) was loosened and detached from the remaining impactor. But the surgeon tried to lock the blade with the impactor through some other method which resulted in damage of the protection sleeve and drill sleeve. After the surgery, it was found that the drill sleeve is not completely inserting into the protection sleeve and it jams. This is report 3 of 3 for complaint (B)(4).